Manufacturer narrative:
On 14th august 2017, arjohuntleigh received information about incident related to the portable ceiling lift. The issue occurred in (B)(6) (nursing home) located in (B)(6). Following the complaint's description, the front cover of the device melted during the charging of the device emitting the thick smoke. It was detected by the fire alarm located in the room wherein the device was plugged to the charger. No person was involved. Neither injury nor harm was reported to arjohuntleigh. The faulty device was identified as maxi sky 440 portable ceiling lift with serial number (B)(4). The device was manufactured in 2011 year and was in use for over 5 years. To conduct the technical evaluation and establish root cause of this issue, arjohuntleigh initiated return of the faulty device. During inspection of the ceiling lift, it was confirmed that the front cover of the unit was melted by a flame that came from the printed circuit board (pcb). The pcb is a thin electronic board that holds chips and other electronic components which are interconnected with each other via etched copper pathways (called traces) through different layers. The pcb is the central control unit of the hoist which collects and processes the inputs (operating buttons on handset) in order to control the outputs, example: lift strap. The involved pcb has a lot of damages so it was impossible to ascertain which element failed and triggered malfunction of the other components. Nevertheless, upon the technical evaluation of the device, we have acknowledged that the only way the symptom reported might be re-created is presence of the following factors at the same time: the ceiling lift should be connected to the charger which bypassed the fuse. Something failed which generated the heat necessary to damage j7 (wire connected to the pcb) and the solder mask. J7's jacket melted due this excessive heat. The solder mask on the pcb was damaged due this excessive heat. J7 shorted out a trace connected to the +24v line and the common. Additionally, please be aware that the cover of device is made of acrylonitrile butadiene styrene (abs) - thermoplastic polymer. To melt the abs, the temperature would need to be over 88°c and for it to burn, over 416°c. When reviewing similar reportable events registered for maxi sky 440 ceiling lift, in the last 5 years (awareness date between aug 2012 until dec 2017), we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. The device was not being used with a resident at the time of the event. The pcb and device's cover were damaged so from that perspective, the device was not up to its specifications at time of detection the malfunction. Arjohuntleigh, taking a cautious approach, has decided to report this issue due to significant sign of fire marks on the involved device.

Manufacturer narrative:
(B)(4). We try to establish if the device will be available for evaluation to establish the root cause of claimed issue. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received information about an issue which occurred involving a maxi sky 440 ceiling lift. It was reported that the front cover of the device was melted during the charge. There was no injury reported. No patient was involved.